Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective stimulation due to high impedance. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated that surgical intervention was undertaken. Where in the lead was explanted. A new lead was implanted. This addressed the issue.